Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. The pump will not be returned, and no further information or actions were reported.